Event description:
It was reported that the health care provider (hcp) requested a review of device data to confirm device operation. Upon review, it was found that the right ventricular (rv) lead exhibited high capture thresholds along with loss of capture. No symptoms were reported. An x-ray was performed and there was no evidence of drastic lead dislodgement. Subsequently, a revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.